Manufacturer narrative:
Biocompatibility testing to iso (B)(6) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient reported a skin irritation from the ucor hfams patch. The patient described the area as broken, raised skin. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the skin irritation is unknown.